Event description:
Sixty days after application of an external fixation system to treat a tibial hemicallotasis, a cortical bone screw broke. The breakage did not adversely affect the bone healing process as at the time of breakage, the bone callus was sufficiently consolidated. In a new surgery, the surgeon removed the broken screw and replaced it with a new one to complete the treatment. No patient's x-ray or further information are available for evaluation.